Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured 4/15/2015-4/16/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Voluntary report number: mw5058284. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vial of ceftriaxone during reconstitution. There was no patient involvement. No additional information is available.